Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: the display is dim and reddish upon start up. A test display screen was mounted during the investigation and it was fully colored and illuminated. Additionally, a black box review showed no ¿rewind¿ error, however several (B)(4) motor alarms are observed on the reported event date. The pump was able to exercise for 24h with no alarms occurring. The pump¿s case was removed and inspection showed no intermittent condition to the motor flex/connector. The motor assembly was tested and it was found fully functional. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that the pump had a dim and discolored display screen. This report is made based on results of investigation completed on (B)(4) 2013.